Manufacturer narrative:
Lead model 3387-40, lot: l69432, implanted: (B)(6) 1999, explanted: na. Lead model 3387s-40, lot: v567764, implanted: (B)(6) 2010, explanted: na. Extension model 7482a51, serial: (B)(4), implanted (B)(6) 2010, explanted: na. Adaptor 7495-51, serial (B)(4), implanted (B)(6) 1999, explantedl na. Programmer 7438, serial: (B)(4). Neurostimulator model 7426, serial: (B)(4), implanted: (B)(6) 2008, explanted: na. Lead model 3387-40, lot: l52475, implanted: (B)(6) 1998, explanted: na. Adaptor 7495-51, serial: (B)(4), implanted (B)(6) 1998, explanted: na. Programmer 7438, serial: (B)(4).

Event description:
See MFR 3004209178-2012-02912. It was reported that all bipolar pair impedances were greater than 2000 ohms. The patient had gallbladder surgery and it was unknown if the stimulator was turned off during surgery or not. The company representative met with the patient and turned the device back on at 4.7 v. The patient felt a shock. The representative turned the device off and then slowly increased the amplitude back up to 4.7 v. At 4.7 v, the tremor was controlled and the patient was comfortable. It was unknown which stimulator was involved.